Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown/not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). Device evaluation: the device was not returned at the manufacturing site as it was discarded by the customer. Therefore, product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specifications. A search in complaint history was performed which revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had endophthalmitis on day-4 after the implantation of the zxr00v tecnis multifocal iol (intraocular lens). Reportedly, the lens was explanted on day-5. The account commented that their internal investigation on the cultivation of the fungus showed that the cause of the inflammation was not due to the operation tools, but possibly to the iol. However they could not confirmed as the explanted lens was discarded at the surgery center. No additional information was provided.